Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 09-jul-2020. The most recent information was received on 22-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorders"). The patient was treated with surgery (both tubes removed during laparoscopy). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The reporter commented: patient had the previously mentioned these symptoms for over 3 years. Reported incident date: (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorders "). The patient was treated with surgery (both tubes removed during laparoscopy). Essure was removed. At the time of the report, the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain and vaginal haemorrhage with essure. The reporter commented: patient had the previously mentioned these symptoms for over 3 years. Reported incident date: (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.